Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, and clear fluids inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp crease opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on anterior due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.